Event description:
It was reported that the user experienced hyperglycemia while using the ilet pump and cgm, with a highest cgm reading of 265 mg/dl and a current glucometer value of 247 mg/dl; the set was changed earlier and glucose rose afterward but was trending down, and no device alarms were reported. Symptoms included hyperglycemia without additional complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.